Event description:
It was reported that the tm in poland has an account with an urgent need for arctic sun device and neither of their devices were available. One had an alarm 64 (control processor) and the other was in use with a different patient. Confirmed they had already turned device off and on and alarm persisted. This device would need to go to their biomed for repair. They wanted to know if they could loan them demo device for patient use. Explained medical information was unaware of any local procedures that allow for this. The main concern would be the maintenance and calibration status of this device. Placed on hold to speak to tech support and their input was the same, a recent calibration should be verified before using the device on patient. They went back to describe how to locate the last calibration date, but the tm had hung up. Sent a teams message with this information. Help line had rolled forward by this time, explained they would need to contact the answering service if they could not call on teams before they must leave for the day. No call back.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tm in poland has an account with an urgent need for arctic sun device and neither of their devices were available. One had an alarm 64 (control processor) and the other was in use with a different patient. Confirmed they had already turned device off and on and alarm persisted. This device would need to go to their biomed for repair. They wanted to know if they could loan them demo device for patient use. Explained medical information was unaware of any local procedures that allow for this. The main concern would be the maintenance and calibration status of this device. Placed on hold to speak to tech support and their input was the same, a recent calibration should be verified before using the device on patient. They went back to describe how to locate the last calibration date, but the tm had hung up. Sent a teams message with this information. Help line had rolled forward by this time, explained they would need to contact the answering service if they could not call on teams before they must leave for the day. No call back.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Tm in poland has an account with an urgent need for arctic sun device and neither of their devices were available. One had an alarm 64 (control processor) and the other was in use with a different patient. Confirmed they had already turned device off and on and alarm persisted. This device would need to go to their biomed for repair. They wanted to know if they could loan them demo device for patient use. Explained medical information was unaware of any local procedures that allow for this. The main concern would be the maintenance and calibration status of this device. Placed on hold to speak to tech support and their input was the same, a recent calibration should be verified before using the device on patient. They went back to describe how to locate the last calibration date, but the tm had hung up. Sent a teams message with this information. Help line had rolled forward by this time, explained they would need to contact the answering service if they could not call on teams before they must leave for the day. No call back. A DHR review is not required as the serial number is unknown. The instructions-for-use were reviewed and found to be adequate. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.